Event description:
The customer reported that a clear fluid leak of approximately five milliliters in volume was present on a coulter hmx hematology analyzer. The leak was not contained within the instrument and had leaked onto the counter. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, goggles and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer replaced leaking tubing a specific pinch valve, thereby resolving the issue. Upon completion of the necessary repairs the instrument was returned back into operation. The failure mode for this event was leaking tubing a specific pinch valve. (B)(4).